Event description:
It was reported that the device experienced an elective replacement indicator (eri) lock up. An interrogation showed that the device reached elective replacement indicator (eri) in (B)(6) 2013 and there was no battery voltage value displayed. The device was reprogrammed and the battery voltage should be viewable at the next device check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. False elective replacement indicator (eri) due to measurement system lock-up. Programmer with updated software reset the device and cleared the lock-up condition.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4524-45 lead implanted: 2000 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.